Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) for renal replacement therapy (rrt) expired. The patient also reportedly had ¿catheter infections¿ as well. No additional information was provided during intake. Medical records indicate the patient presented to the emergency room (ER) on (B)(6) 2024 with complaints of generalized abdominal pain and diarrhea. The patient reported having worsening symptoms (including chills and nausea) for 2 days prior to presentation. It appears (via follow-up with the patient¿s pd registered nurse) the patient was diagnosed with peritonitis, however the cause and organism cultured were not provided. Initial laboratory studies were indicative of leukocytosis, hypokalemia, and a possible urinary tract infection. The patient initially refused to undergo a computed tomography (CT) scan of the abdomen and pelvis; therefore, an abdominal ultrasound and diagnostic paracentesis were ordered. The patient was started on intravenous (IV) ceftriaxone (dose, duration, frequency not provided), and vascular surgery was consulted for the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). However, on the evening on (B)(6) 2024 following hd catheter placement, the patient became hypoxic (oxygen saturation approximately 60%) and a chest x-ray indicated the patient was suffering from pulmonary edema. The patient underwent emergent hd (3 liters of fluid removed) and was treated with IV lasix and nitroglycerine cream. On (B)(6) 2024, the patient underwent the surgical removal of the pd catheter (not a fresenius product). Following the procedure, the patient remained ventilated and was transferred to the intensive care unit (ICU). On (B)(6) 2024, the patient¿s condition began to worsen after the patient developed acute respiratory distress syndrome (ards) with septic shock. The patient underwent a bronchoscopy due to the onset of hemoptysis, which showed bilateral lung inflammation and thick yellow mucous (all cultures were negative). Additionally, a CT scan of the chest was performed on (B)(6) 2024, which did not locate any pulmonary edema, but did reveal small bilateral pleural effusions with consolidative changes and scattered hazy nodular opacities. Given the patient¿s ards, the patient was started on continuous renal replacement therapy (crrt). Although the exact timeline is unknown, the patient¿s right foot was noted as having a dusky appearance and vascular surgery was reconsulted. A lower extremity (le) arterial duplex showed severe arterial occlusive disease in the right le, as well as mild arterial occlusive disease in the left le. The initial recommendations from vascular surgery were to undergo a right below/above the knee amputation, given there were no signs of necrotizing fasciitis or wet gangrene, however the patient declined. The decision was made to pursue an endovascular procedure if the patient stabilized. The patient was restarted on empiric antibiotics due to concern for recurrence of sepsis, with increasing leukocytosis and hypotension. On (B)(6) 2024, palliative care was consulted regarding the patient¿s lack of significant clinical improvement and probable right lower extremity amputation. The decision was then made to transition the patient to comfort measures only, and the patient expired later the same evening. The patient¿s primary cause of death was septic shock due to peritonitis, with secondary causes including esrd requiring rrt, peripheral arterial disease, diastolic heart failure, acute hypoxic respiratory failure, and diabetes mellitus.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) for renal replacement therapy (rrt) expired. The patient also reportedly had ¿catheter infections¿ as well. No additional information was provided during intake. Medical records indicate the patient presented to the emergency room (ER) on (B)(6) 2024 with complaints of generalized abdominal pain and diarrhea. The patient reported having worsening symptoms (including chills and nausea) for 2 days prior to presentation. It appears (via follow-up with the patient¿s pd registered nurse) the patient was diagnosed with peritonitis, however the cause and organism cultured were not provided. Initial laboratory studies were indicative of leukocytosis, hypokalemia, and a possible urinary tract infection. The patient initially refused to undergo a computed tomography (CT) scan of the abdomen and pelvis; therefore, an abdominal ultrasound and diagnostic paracentesis were ordered. The patient was started on intravenous (IV) ceftriaxone (dose, duration, frequency not provided), and vascular surgery was consulted for the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). However, on the evening of (B)(6)2024 following hd catheter placement, the patient became hypoxic (oxygen saturation approximately 60%) and a chest x-ray indicated the patient was suffering from pulmonary edema. The patient underwent emergent hd (3 liters of fluid removed) and was treated with IV lasix and nitroglycerine cream. On (B)(6) 2024 the patient underwent the surgical removal of the pd catheter (not a fresenius product). Following the procedure, the patient remained ventilated and was transferred to the intensive care unit (ICU). On (B)(6) 2024, the patient¿s condition began to worsen after the patient developed acute respiratory distress syndrome (ards) with septic shock. The patient underwent a bronchoscopy due to the onset of hemoptysis, which showed bilateral lung inflammation and thick yellow mucous (all cultures were negative). Additionally, a CT scan of the chest was performed on (B)(6) 2024, which did not locate any pulmonary edema, but did reveal small bilateral pleural effusions with consolidative changes and scattered hazy nodular opacities. Given the patient¿s ards, the patient was started on continuous renal replacement therapy (crrt). Although the exact timeline is unknown, the patient¿s right foot was noted as having a dusky appearance and vascular surgery was reconsulted. A lower extremity (le) arterial duplex showed severe arterial occlusive disease in the right le, as well as mild arterial occlusive disease in the left le. The initial recommendations from vascular surgery were to undergo a right below/above the knee amputation, given there were no signs of necrotizing fasciitis or wet gangrene, however the patient declined. The decision was made to pursue an endovascular procedure if the patient stabilized. The patient was restarted on empiric antibiotics due to concern for recurrence of sepsis, with increasing leukocytosis and hypotension. On (B)(6) 2024, palliative care was consulted regarding the patient¿s lack of significant clinical improvement and probable right lower extremity amputation. The decision was then made to transition the patient to comfort measures only, and the patient expired later the same evening. The patient¿s primary cause of death was septic shock due to peritonitis, with secondary causes including esrd requiring rrt, peripheral arterial disease, diastolic heart failure, acute hypoxic respiratory failure, and diabetes mellitus.

Manufacturer narrative:
Clinical review; a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of peritonitis, characterized by abdominal pain, diarrhea, chills, and nausea, which required hospitalization and antibiotic therapy. The etiology of the peritonitis is unknown; therefore, causality could not be firmly established. However, the pdrn stated the patient did not report any fresenius device and/or product issues prior to their hospitalization. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. However, a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of acute respiratory distress, pleural effusions, sepsis, septic shock, and death, as the patient was transitioned from ccpd, to hd, and finally to crrt prior to their death. Medical records established the patient¿s condition was not showing any signs of clinical improvement; therefore, the decision was made to transition the patient to comfort measures only (hospice care) on (B)(6) 2024. The patient¿s death was an expected and inevitable outcome given the severity of their condition. Septic shock is a life-threatening condition (mortality rating of 12-22%) and is primarily caused by severe bacterial infections. Hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) for renal replacement therapy (rrt) expired. The patient also reportedly had ¿catheter infections¿ as well. No additional information was provided during intake. Medical records indicate the patient presented to the emergency room (ER) on (B)(6) 2024 with complaints of generalized abdominal pain and diarrhea. The patient reported having worsening symptoms (including chills and nausea) for 2 days prior to presentation. It appears (via follow-up with the patient¿s pd registered nurse) the patient was diagnosed with peritonitis, however the cause and organism cultured were not provided. Initial laboratory studies were indicative of leukocytosis, hypokalemia, and a possible urinary tract infection. The patient initially refused to undergo a computed tomography (CT) scan of the abdomen and pelvis; therefore, an abdominal ultrasound and diagnostic paracentesis were ordered. The patient was started on intravenous (IV) ceftriaxone (dose, duration, frequency not provided), and vascular surgery was consulted for the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). However, on the evening on (B)(6) 2024 following hd catheter placement, the patient became hypoxic (oxygen saturation approximately 60%) and a chest x-ray indicated the patient was suffering from pulmonary edema. The patient underwent emergent hd (3 liters of fluid removed) and was treated with IV lasix and nitroglycerine cream. On (B)(6) 2024 the patient underwent the surgical removal of the pd catheter (not a fresenius product). Following the procedure, the patient remained ventilated and was transferred to the intensive care unit (ICU). On (B)(6) 2024, the patient¿s condition began to worsen after the patient developed acute respiratory distress syndrome (ards) with septic shock. The patient underwent a bronchoscopy due to the onset of hemoptysis, which showed bilateral lung inflammation and thick yellow mucous (all cultures were negative). Additionally, a CT scan of the chest was performed on (B)(6) 2024, which did not locate any pulmonary edema, but did reveal small bilateral pleural effusions with consolidative changes and scattered hazy nodular opacities. Given the patient¿s ards, the patient was started on continuous renal replacement therapy (crrt). Although the exact timeline is unknown, the patient¿s right foot was noted as having a dusky appearance and vascular surgery was reconsulted. A lower extremity (le) arterial duplex showed severe arterial occlusive disease in the right le, as well as mild arterial occlusive disease in the left le. The initial recommendations from vascular surgery were to undergo a right below/above the knee amputation, given there were no signs of necrotizing fasciitis or wet gangrene, however the patient declined. The decision was made to pursue an endovascular procedure if the patient stabilized. The patient was restarted on empiric antibiotics due to concern for recurrence of sepsis, with increasing leukocytosis and hypotension. On (B)(6) 2024, palliative care was consulted regarding the patient¿s lack of significant clinical improvement and probable right lower extremity amputation. The decision was then made to transition the patient to comfort measures only, and the patient expired later the same evening. The patient¿s primary cause of death was septic shock due to peritonitis, with secondary causes including esrd requiring rrt, peripheral arterial disease, diastolic heart failure, acute hypoxic respiratory failure, and diabetes mellitus.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler performed and passed system air leak and valve actuation tests. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) for renal replacement therapy (rrt) expired. The patient also reportedly had ¿catheter infections¿ as well. No additional information was provided during intake. Medical records indicate the patient presented to the emergency room (ER) on (B)(6) 2024 with complaints of generalized abdominal pain and diarrhea. The patient reported having worsening symptoms (including chills and nausea) for 2 days prior to presentation. It appears (via follow-up with the patient¿s pd registered nurse) the patient was diagnosed with peritonitis, however the cause and organism cultured were not provided. Initial laboratory studies were indicative of leukocytosis, hypokalemia, and a possible urinary tract infection. The patient initially refused to undergo a computed tomography (CT) scan of the abdomen and pelvis; therefore, an abdominal ultrasound and diagnostic paracentesis were ordered. The patient was started on intravenous (IV) ceftriaxone (dose, duration, frequency not provided), and vascular surgery was consulted for the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product). However, on the evening of (B)(6)2024 following hd catheter placement, the patient became hypoxic (oxygen saturation approximately 60%) and a chest x-ray indicated the patient was suffering from pulmonary edema. The patient underwent emergent hd (3 liters of fluid removed) and was treated with IV lasix and nitroglycerine cream. On (B)(6) 2024 the patient underwent the surgical removal of the pd catheter (not a fresenius product). Following the procedure, the patient remained ventilated and was transferred to the intensive care unit (ICU). On (B)(6) 2024, the patient¿s condition began to worsen after the patient developed acute respiratory distress syndrome (ards) with septic shock. The patient underwent a bronchoscopy due to the onset of hemoptysis, which showed bilateral lung inflammation and thick yellow mucous (all cultures were negative). Additionally, a CT scan of the chest was performed on (B)(6) 2024, which did not locate any pulmonary edema, but did reveal small bilateral pleural effusions with consolidative changes and scattered hazy nodular opacities. Given the patient¿s ards, the patient was started on continuous renal replacement therapy (crrt). Although the exact timeline is unknown, the patient¿s right foot was noted as having a dusky appearance and vascular surgery was reconsulted. A lower extremity (le) arterial duplex showed severe arterial occlusive disease in the right le, as well as mild arterial occlusive disease in the left le. The initial recommendations from vascular surgery were to undergo a right below/above the knee amputation, given there were no signs of necrotizing fasciitis or wet gangrene, however the patient declined. The decision was made to pursue an endovascular procedure if the patient stabilized. The patient was restarted on empiric antibiotics due to concern for recurrence of sepsis, with increasing leukocytosis and hypotension. On (B)(6) 2024, palliative care was consulted regarding the patient¿s lack of significant clinical improvement and probable right lower extremity amputation. The decision was then made to transition the patient to comfort measures only, and the patient expired later the same evening. The patient¿s primary cause of death was septic shock due to peritonitis, with secondary causes including esrd requiring rrt, peripheral arterial disease, diastolic heart failure, acute hypoxic respiratory failure, and diabetes mellitus.